Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2013. The revision surgery was a result of joint instability. In the revision, the tibial insert was replaced from 2 x 10mm to a 2 x 11mm insert.